Manufacturer narrative:
Section a1 patient identifier complete information: 2 patient results provided: first patient 68-year-old male, second patient sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer¿s provided diagnostic cutoff = 0.100 ng/ml). 68-year-old male patient with initial result = 0.144 ng/ml, same sample repeated = 0.021 ng/ml and on another architect with result of = 0.022 ng/ml. Patient was redrawn 1 hour later and result was = 0.030 ng/ml. The customer reported the patient was given a chewable aspirin 325 mg. The patient was not admitted to the hospital and there was no reported negative impact to the patient. Additionally, another patient sample with sid (B)(6) was critical result 0.132 ng/ml, repeat results = 0.010 ng/ml and 0.011 ng/ml, no patient care impacted and the result was not reported out. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for two patient samples. The following results were provided: (customer¿s provided diagnostic cutoff = 0.100 ng/ml). 68 year old male patient with initial result = 0.144 ng/ml, same sample repeated = 0.021 ng/ml. And on another architect with result of = 0.022 ng/ml. Patient was redrawn 1 hour later and result was = 0.030 ng/ml. The customer reported the patient was given a chewable aspirin 325 mg. The patient was not admitted to the hospital and there was no reported negative impact to the patient. Additionally, another patient sample with sid (B)(6) was critical result 0.132 ng/ml, repeat results = 0.010 ng/ml and 0.011 ng/ml, no patient care impacted and the result was not reported out. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity for list number 2k41, however, an increase in complaint activity was not identified for lot 18590un24 for the complaint issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The historical performance of the lot 18590un24 was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 18590un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 18590un24. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 18590un24 was identified. All available patient information was included. Additional patient details are not available.